Event description:
Zoll customer support reviewed the download of a (B)(6) old male pt which revealed excessive abnormal shutdowns. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (abnormal shutdown flags in download) has been confirmed. Upon eval it was found that the pld and flash were defective. The root cause of the defective flash and pld cannot be positively identified. Once the pld and flash were reprogrammed, the abnormal shutdowns were unable to be reproduced. No adverse event resulted from the corrupt memory. The pt received a replacement monitor.